Event description:
A (B)(6) male with history of ventricular tachycardia underwent an ablation procedure. During the procedure, 3-d mapping with a thermocool smarttouch bi-directional navigation catheter was used. The temperature sensor in the catheter failed to provide continuous readings and was giving abnormal results which were inconsistent with the pt's clinical picture. The error was identified via touchscreen and audio warning. The catheter was immediately removed and a new catheter was placed. The temperature warning was resolved resulting in continuous readings and accurate results. The procedure was prolonged until a new catheter could be obtained, however, there was no pt harm that occurred.